Manufacturer narrative:
Philips has investigated the reported issue. Based on additional information, the system was not in clinical use at the time of occurrence. A philips field service engineer (fse) inspected the system and identified that the remote alert was caused by a conflict between the it configuration and the existing firewall. The conflict was resolved by site it team. The system was returned to use in good working order the codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the device gave a remote alert indicating the geometry segment controller was in error, which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.